Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with ti lcp one-third tubular plate and four screws on an unknown date. Patient was returned to the or on an unknown date for planned removal of the plate. During the removal of the plate, two screws were blocked in the plate. A hss drill bit was used to drill out the screw heads. This caused debris around the lesion and the remainders of the screws were left in the patient. The devices were disposed of by the account. No significant prolongation of the operation was caused by this occurrence. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.